Event description:
It was reported that the user experienced an insulin occlusion alert while using a contact detach 23" infusion set. The occlusion was not resolved until the contact detach infusion set and connector were replaced. At the time of the event, the user reported a blood glucose peak of 285 mg/dl with no associated clinical symptoms. Outcomes included guided replacement of the infusion set and connector, which restored insulin delivery and no medical intervention or health impact reported. User support included communication with the user and review of information provided. Investigation of this case identified an occlusion consistent with infusion set¿related blockage that resolved following a supply change, with no device alarms or pump hardware issues identified beyond the occlusion alert. Based on the available information and previously established findings for similar reports, the event was concluded to be infusion set¿related, with no associated health impact.